Event description:
The customer stated that her meter was reading low. She tested her blood glucose using the breeze meter and received readings of 46, 47, and 49 mg/dl. She then tested using her dex meter, and received a reading of 172 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. She did not have any test strips left to send back, but the meter was to be returned for evaluation and a replacement sent.